Event description:
During a pvi procedure using a heliostar, after pulling back the adapter the physician saw a crack on the distal end. There was some flesh at the distal end where the crack was. The physician managed to fix the issue without the adapter. No patient consequences reported and there was a two minute delay in the procedure. The customer does not know the device model number or lot number used in this procedure. The device was discarded.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4, g3, g6, h2, h6, and h10. The device was used for treatment. No product was returned to oscor inc. For evaluation. However, pictures of the dilator were provided by the customer and the reported event was confirmed. The exact cause of the product issue cannot be determined. The customer was not able to provide the lot number of this device, therefore neither a review of the device history record nor complaint history could be performed. However, review of the manufacturing process indicates the production operators are instructed to 100% visually inspect for any obvious defects prior to shipment. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.